Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height drawer 3.2 was failed to be detected by bus. A field service engineer (fse) checked but could not find any failed drawer. So, the fse ran diagnostics and reseated the drawer and checked all cables, the checked all slide bumpers and replaced it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failed and required maintenance. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.